Manufacturer narrative:
(B)(4). Eval: results: gi bleed.

Event description:
A 3.5mm diameter x 24mm length (MFR# 2953200-2010-01670) and a 3.5mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in the distal and proximal obtuse marginal artery of a pt with excellent angiographic result. However, it was reported that 13 days post implant, the pt presented with symptoms of gi bleeding status. The pt was on a dual antiplatelet therapy at the time of incident. Investigator reported a possible relationship between the event and the relevant device or procedure.